Event description:
It was further reported that the right ventricular (rv) lead was extracted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the lead integrity alert (lia) was triggered for the right ventricular (rv) lead due to short interval counts (sic), increased pacing impedance, and oversensing noise on the nearfield electrogram. In addition, stored non-sustained ventricular tachycardia (vt) episodes were noted as well. The clinician attempted to reproduce the noise, however was unable to due to occurring infrequently and while the patient was at rest. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).